Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred occasionally between (B)(6) 2026 and (B)(6) 2026. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause could not be determined. No injury or medical intervention was reported.